Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was reported that a female over age 65 with a highly complex previous medical as well as surgical history, most relevant for anal carcinoma with extensive pelvic radiation and ultimate pathological femoral neck fractures requiring total hip arthroplasty, subsequent multiple failed total hip revisions with pelvic osteonecrosis, ultimately underwent successful total hip revision with extensive bone graft jumbo cup reconstruction with unitized trabecular metal augment and fixation. This was complicated by an acute periprosthetic joint infection following an ischial screw removal procedure which required an I&d and liner exchange. Aspiration of the joint revealed recurrence of enterococcus infection. The patient underwent stage 1 revision of all products for septic loosening of the acetabulum. A cement spacer was placed. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information provided by the customer. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02732 and 0001822565-2021-02734.

Event description:
It was reported that patient underwent a left hip revision after an unknown amount of time post implantation due to unknown reasons. The head, liner and stem were removed and replaced and screws were implanted. Attempts have been made and additional information on the reported event is unavailable at this time.